Manufacturer narrative:
As reported, the product is expected to be returned for evaluation. However, as of this filing, the product has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of this airseal 12mm access port in a davinci assisted paraesophageal hernia repair procedure, and after all ports including the airseal were in place, a "small blue piece of plastic was noticed floating freely in the abdomen". This was discovered during dissection in the abdomen. The "small blue plastic piece" was immediately retrieved with no problems noted and the procedure was otherwise completed with no patient injury or surgical delay. The (B)(6), male patient was sent to recover as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
One used/damaged airseal 12mm access port was returned for evaluation. An evaluation and visual inspection of the returned device confirmed the reported problem. The damage observed on the device is believed to be use related, where an instrument was passed through the device and tore a piece of a quadrant off of the rubber flap. The report further indicated that there is a pending change to the instruction for use (IFU), which will instruct the user to remove the cap when passing devices through the cannula. This device is a vendor item and the certificate of conformance indicated that the product from this lot #447-15 met final inspection and product release acceptance criteria. Of the lot containing (B)(4) units there were no other similar complaints received. A 2-year review of complaint history for this device showed no other similar complaints received. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4) percent. This is an isolated incident. The reported problem will continue to be monitored via the complaint system to ensure product safety. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: · failure to properly follow the instructions for use can lead to serious surgical consequences. · only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. · these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.